Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of a fenestrated bipolar forceps instrument appeared to be loose and burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument "appears to be loose and burnt" but did not experience any arcing intraoperatively.

Manufacturer narrative:
Based on the claim against the product by the customer noting the wire was loose and burnt, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The wires were exposed but not burned. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. Additionally, the instrument was found to have dried residue on the clamping pulleys. The complaint regarding the fenestrated bipolar forceps instrument's wire at the wrist appeared to be loose and burnt was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.